Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. Occupation: other, senior counsel, litigation. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to inferior vena cava thrombosis, bilateral swelling of extremity and pain. The filter poses a progressive risk of perforation of the vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration and fracture causing serious injury and death. The patient is forced to live with the possibility that these complications can happen at any moment which has led the patient to experience fear, stress, anxiety and loss of enjoyment of life. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds and result in edema of the extremity. Inferior vena cava thrombosis does not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could not be confirmed. Extremity swelling, pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Without images or the patient¿s medical history available to review it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to inferior vena cava thrombosis, bilateral swelling of extremity and pain. The filter poses a progressive risk of perforation of the vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration and fracture causing serious injury and death. The patient is forced to live with the possibility that these complications can happen at any moment which has led the patient to experience fear, stress, anxiety and loss of enjoyment of life.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Event date provided was (B)(6) 2016. Additional information received per the medical records indicate that the patient has a history of obesity and left leg recurrent deep vein thrombosis while on anticoagulation therapy. The patient had deep vein thrombosis extending into the iliac vein. The patient had a high risk for pulmonary embolization. The filter was deployed via the patient's right internal jugular vein. There were no complications and the patient was in good condition after the procedure. Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting, occlusion of the inferior vena cava and inferior vena cava thrombosis. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. Additional information received indicates that the patient has a history of obesity and recurrent left leg deep vein thrombosis (dvt) while on anticoagulation. At the time of filter implantation, the patient¿s dvt extended into the iliac vein. The patient was further reported to have been at high risk for pulmonary embolization (pe). The filter was deployed via the patient's right internal jugular vein. There were no reported complications and the patient was in good condition after the procedure. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to inferior vena cava (ivc) thrombosis, bilateral swelling of extremity and pain. The filter poses a progressive risk of perforation of the vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration and fracture causing serious injury and death. The patient is forced to live with the possibility that these complications can happen at any moment which has led the patient to experience fear, stress, anxiety and loss of enjoyment of life. Additional information received states that the patient became aware of the reported events seven years and one month after the index procedure. This information indicates that the patient experienced blood clots, clotting, occlusion of the inferior vena cava and inferior vena cava thrombosis.the product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vena cava thrombus and occlusion, vascular clotting and leg swelling do not represent device malfunctions and could not be confirmed without films for review. Clinical factors that may have influenced these events include underlying patient comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.